Manufacturer narrative:
(B)(4). All available info was forwarded to the actual manufacturer, b braun (B)(4). They reviewed the batch manufacturing record and there were no such defect encountered during in-process or at final control inspection. The process cards show no abnormalities. A history review of the complaint database did not identify any adverse trends of this nature for the product code or lot number. Without the actual sample, a thorough investigation could not be performed. No specific conclusions can be drawn. If add'l pertinent info becomes available, a f/u report will be filed. (B)(4).

Event description:
As reported by the user facility: details of the event - customer reported that catheter shredded into several pieces inside pt vein and caused excessive pain on removal due to width of shredded pieces.